Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the alphanumeric keys on the touch pad of a spectrum iq infusion pump were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of the reported symptom of "touch pad buttons not working." Was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be second from left (up) soft key not functioning. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.